Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was oversensing noise and possible muscle stimulation. The device was rep rogrammed and repositioned with the same result. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that there was muscle artifact. The icm was re-positioned on the sternal border away from the pectoral muscle.